Event description:
Twenty mins into dialysis treatment pt requested oxygen (typical request.) When nurse was approaching pt with oxygen, pt indicated that pt felt something leaking. Nurse checked catheter site at same time that pt passed out. Catheter found disconnected from blood line, and blood issuing from venous blood line onto pt. All lines were changed immediately & blood pump stopped. Return fluids (normal saline) given via arterial port of catheter. Pt lay back in chair, syringe attached to venous port of catheter. CPR initiated and ambulance called. Pt transported to hosp. (Est. Blood loss 300-350cc)